Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading indicating possible device malfunction. The elective replacement indicator was no, inidicating that the generator had not reached end of life. The patient has not experienced any recent injury or trauma that may have damaged the vns therapy system. No adverse event was reported in conjunction with the high lead impedance condition. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected. Revision surgery is likely.

Event description:
Further follow-up revealed that the pt is tolerating the device well and continues to experience decreased seizures. Revision surgery has not yet been scheduled. X-rays reviewed by manufacturer revealed a suspect area of the lead body located near the clavicle, which resembles a slight lead discontinuity. However, a definite lead discontinuity cannot be determined due to the location of the suspect lead discontinuity.